Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is that flooding of the image capture and cable may have contributed to the occurrence of the customer-identified event established for the failure reported, which indicates that the investigation findings do not lead to a conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the camera head was found to exhibit both image capture flooding and cable flooding. There was no patient involvement.